Event description:
It was reported that during a laparoscopic gastric bypass procedure, excessive leaking between the clear cannula and the white removable housing occurred. As the device was introduced into the trocar and torch was used on the patient's abdomen, the leak increased. The patient had a high bmi. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
Date sent: 05/11/2009. Information is unavailable; device was not returned for evaluation.